Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth # 19 and used for approximately 5.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured after crown placement. New implant will be placed in the future. The reported complaint could not be verified without the return of the product and with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was returned for investigation. The device shows significant signs of wear and damage at the drive feature, and fracturing at the collar. The reported product was located on tooth # 19 and used for approximately 5.5 years. There was no pictures or x-ray images of the product. A device history record (DHR) review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the implant fractured after crown placement. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Post office or zip code unknown / not provided.

Event description:
It was reported that the implant fractured after crown placement. New implant will be placed in the future.